Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 02/17/2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient stated that she had changed the sensor and left the house with the cgm device not working. Patient was unsure of what was wrong with the device. Patient went to see a friend, then came back home and took a nap. Patient's sister called during the nap and noticed that the patient would talk but not always respond to conversation. Patient remembered dropping the phone on her chest and then her sister called their brother, who was informed of the situation and called 911. Patient's sister then called the patient's neighbor. By the time the neighbor arrived at the patient's home, the police and firemen were already there. Patient did not know how the police and fireman got into her home. Neighbor gave the patient juice and a peanut butter and jelly sandwich. Police checked patient's blood sugar levels and patient had values of 25mg/dl and 134mg/dl. Policeman believed that the second reading of 134mg/dl may have been higher due to the jelly the patient ate, so he took another reading and the patient was at 30mg/dl. After the readings were taken the police left and then the patient passed out again. Patient's brother called the police again and by the time they arrived, the patient was cognizant and her next reading was 179mg/dl. At the time of contact, patient was fine. No additional event or patient information was provided.